Event description:
It was reported via clinic notes that the pt was experiencing some increase in seizures in (B)(6) 2011. In (B)(6) 2011, the pt had a seizure that was more prolonged than normal. It was also noted that the magnet was not aborting seizures as it used to and the pt did not feel like the vns was working as well. The pt's settings were adjusted, and the pt may be referred for a generator replacement. Attempts for further info have been unsuccessful to date.